Event description:
It was reported the patient complained of acute shooting pain and a burning sensation while the stimulator was being recharged or when she pressed on the stimulator. The pain occurred with the device on or off. It was later reported she had pain at the stimulator site when walking.